Event description:
This report is being submitted for additional information from legal manufacturer's final investigation results.

Manufacturer narrative:
The returned device was evaluated and the customer allegation of "disconnection" was confirmed. It was determined that the product specifications were not met. Additionally it was noted that there was flooding inside the scope mount and image sensor. Image capture was defective. Although the buckling of the cable was confirmed, the cause of the disconnection or buckling could not be identified. A device history record review of the current product was conducted and no problems were found. To mitigate the risk, the instructions for use (IFU) states the following: the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that disconnection was observed using this camera head. The procedure was therapeutic, as reported. It is unknown when the problem occurred, the name of the procedure, and if it was completed. There were no reports of patient or user harm associated with this event.